Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that electrodes 1,3,7 were over 40,000 ohms. Impedance test with wens during surgery and battery at end of procedure. The cause was unknown. The issue remains ongoing. No symptoms were reported. On 2022-05-26 additional information from the rep indicated that the it is unknown if the patient got adequate therapy and unknown if the impedances were resolved.